Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the additional information received this event is updated from a serious injury to a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the procedure was not converted to open. The new reload was able to be fired successfully using the same handle set up.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colon procedure. The stapling device was being used for the distal transection on the sigmoid colon. The procedure was converted to open due to the device problem. The reload fired partially and then stopped. The staple line was incomplete at the distal end. The status of the indicator lights, handle, adapter, and reload were all solid. In order to resolve the issue and complete the case, opened another reload and fired. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.